Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose was 50 mg/dl at the time of incident and currect blood glucose was 120 mg/dl. Customer treated low blood glucose level with food. Customer was assisted with troubleshooting. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Customer was using auto mode. The insulin pump will not be returned for analysis.